Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd" syringe leaked on 3 occasions, had foreign matter on 5 occasions, and the plunger rod was discovered to be damaged on 3 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinician encountered leakage of fluid from a vial past the stopper (3), foreign matter (5), broken / damaged plunger rod (3) and difficulty making a secure connection to needle or other luer device (4) related to luer lok and luer slip tip syringes.

Manufacturer narrative:
D3. Medical device manufacturer: franklin lakes, nj. G1. Manufacturing location: franklin lakes, nj.

Event description:
It was reported that unspecified bd¿ syringe leaked on 3 occasions, had foreign matter on 5 occasions, and the plunger rod was discovered to be damaged on 3 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via survey response that the clinician encountered leakage of fluid from a vial past the stopper (3), foreign matter (5), broken / damaged plunger rod (3) and difficulty making a secure connection to needle or other luer device (4) related to luer lok and luer slip tip syringes.